Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. D.4 catalog number, serial number, lot number, expiration date, and UDI number are unknown. D.6a/d.6b implant and explant dates are unknown. H.4 device manufacturer date is unknown. Impella rp with smart assist system with automated impella controller section: warnings and cautions. ¿make sure there is no bleeding at the transition from the repositioning sheath to the internal jugular vein. Close and dress the wound." ¿be sure that the stopcock on the repositioning sheath is always kept in the closed position. Significant bleed back can result if the stopcock is open.¿ ¿make sure there is no bleeding at the transition from the repositioning sheath to the femoral vein. Close and dress the wound.¿

Event description:
While conducting a literature review of the impella rp the tct document was located inclusive of the recover right enrolled patients. The impella rp was used in 22 patients and adverse events were noted. They are as follows: four major bleeds, two access site bleeds, two hemolysis, and three device malfunctions. The malfunctions were not classified. The document did conclude the 22 impella rp supported patients that had higher survival than those in the salvage arm, which were 44 patients. Both arms had no pulmonary embolism.

Manufacturer narrative:
The investigation for the reported access site bleed and hemolysis has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the access site bleed and hemolysis could not be determined.